Manufacturer narrative:
A revision of the biopoly radial head implant was reported. The surgeon reported that the joint was overstuffed resulting in implant removal.

Event description:
A biopoly distributor notified us of a biopoly® radial head implant revision.